Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer was having ongoing issues with integrated multi-sensor technology (imt) module. The quality controls (qc) were within range on the day of the event. The siemens customer service engineer (cse) had been on the customer site multiple times for troubleshooting. The cse replaced imt pump, motor and screw, sample metering pump, motor and screw, two solenoid valves on the sample pump panel, sample tubing, sample metering syringe tip, imt metering syringe tip and imt rotary valve seal. The cse performed precision testing, which passed. The cse performed correlations studies with an alternate dimension exl instrument and all data was acceptable. The cause of the discordant falsely depressed na, k and cl results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples (ID (B)(6)) on a dimension exl with lm instrument. The discordant results obtained on sample ID (B)(6) were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension instrument (serial number (B)(4)), resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, k and cl result.